Event description:
This ra leas was implanted on (B)(6) 1990 and was explanted or capped on (B)(6) 2016 due to the atrial lead came apart at the terminal pin end. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).